Manufacturer narrative:
Of the 51 allegations of a malfunction, 15 pumps were returned to animas and investigated. Of the investigated pumps, 12 were found to be malfunctioning due to battery compartment cracks, moisture within the pump and force issues. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 51</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-80 years of age and between 28 and 230 pounds. Of the reported patients, 14 were male and 37 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 2 instances of battery life failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.